Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customers blood glucose level. Reportedly, the customer's pump indicated a "data error alert". It was indicated that the customer would use manual injections as alternate insulin therapy.